Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that in the night between (B)(6) around midnight the device has switched off. Immediately a doctor has replaced the ventilator with a backup v500. There was no injury reported.

Manufacturer narrative:
The log files of the affected device were provided for the investigation. Analysis of the log entries revealed that other than reported only the cockpit triggered a restart at 23:56 on (B)(6). The ventilation unit went to status safeguard, which indicates that the ventilation was not interrupted. The root cause was most likely a hardware error in relation to the hdd cable. Ventilation is not affected in this case, relevant ventilation parameters and an indicator for the ongoing ventilation can still be observed in the secondary oled display on the v500. Furthermore, the device generates an optical and acoustical alarm to alert the user.

Event description:
Please see initial-report.